Event description:
Elderly male with history coronary artery disease, hypertension, hyperlipidemia, diabetes and shortness of breath. Admitted for elective transcatheter aortic valve replacement, trans aortic valve replacement. The product was inserted and when the physician pulled back, the product snapped, and no collagen was released. Device was removed and no known harm to patient.